Event description:
Covidien received info stating that there was a backup battery failure. The device was not in use on a pt when this event occurred.

Manufacturer narrative:
(B)(4). The customer service engineer (cse) inspected the device and replaced the back up battery. The unit passed extended self-testing.